Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had scans from a scanner with b-value of 1000 and 32 directions (and b0's at beginning and end). It was noted that they can create dti tracts, but "no eligible fibers" for csd even if you do a huge roi and raise max fibers and lower qa. There is a message stating "not optimally distributed directions for csd." The exam has b-value at both 0018-9087 and 2001-1003, and directions at both 0018-9089 and 2005-10b0/b1/b2. It was also noted that the 34th volume was excluded in the application - it said it's a b0, but it was believed that it was an average because it didn't look like a b0.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: sw kit 9735737 stealth s8 cranial. A software analysis was initiated. The issue could be replicated in-house with the exam provided. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.